Event description:
Caller claimed that they responded to a patient experiencing an arrhythmia. Users claimed that the elbow on a manual resuscitator was found to be deformed, and could not connect the elbow to the mask. A second unit responded with another bag which reportedly did not contain mask. The responders assembled a working system and the patient was transported alive to the hospital. The patient expired at the hospital some time later.